Event description:
It was reported that the patient was implanted a metasul taper liner, kk/40 on the right side on (B)(6) 2010. On (B)(6) 2014 it became known, that the patient had pain and a revision surgery was planned for (B)(6) 2014. The patient has had bilateral hip pain, left greater than right. Two years improved with oral suppression antibiotics and nsaids to the point that he refused revision surgery. Until chromium/cobalt levels returned high then patient agreed to have bilateral heads and liners revised. Both sites had effusions, left greater than right. The right side was revised on (B)(6) 2014 in a planned surgery.

Manufacturer narrative:
The manufacturer received the device, investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).